Event description:
It was reported a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Despite not reporting and resetting the pump for this particular malfunction in the last 24 hours, the customer experienced at least three occurrences of this issue with the same pump. Customer reverted to manual injections for insulin therapy.